Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v535750, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient thought that they ¿pulled¿ their ¿wires¿ out. The patient stated that their therapy from their implantable neurostimulator (ins) was ¿not working¿ and that they felt a pinching sensation at the lead wire. It was noted that the patient was lifting heavy items and thinks that this caused the lead wire to be pulled out of place. The patient stated that their doctor knows about the issue and had ordered an x-ray of their back to look at the lead for (B)(4) 2014 at 3 pm. Additional information received the next day confirmed that the patient was having an x-ray of the lead wire. It was also reported that the patient was moving heavy items and ¿heard a noise from her body¿ and the ¿wire¿ now caused them pinching pain. It was noted that this occurred around (B)(4) 2014. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.